Manufacturer narrative:
Correcting section g1: manufacturing site for devices to orthospace ltd.

Event description:
It was reported the patient came in and was experiencing drainage coming out of the lateral portal incision. An additional surgery was performed to remove the balloon and drain the shoulder. Surgeon believes the shoulder was infected post-surgery.

Event description:
It was reported the patient came in and was experiencing drainage coming out of the lateral portal incision. An additional surgery was performed to remove the balloon and drain the shoulder. Surgeon believes the shoulder was infected post-surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: drainage from the lateral portal incision and patient infection probable root cause: process spacer not manufactured to specification- incorrect material used during manufacture incorrect packaging or error in packaging process causes exposure to humidity or high temperatures. Application- use of expired product wrong storage conditions re-use of single-use device use of contrast media wrong patient or device selection patient not following rehab procedure. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the patient came in and was experiencing drainage coming out of the lateral portal incision. An additional surgery was performed to remove the balloon and drain the shoulder. Surgeon believes the shoulder was infected post-surgery.

Manufacturer narrative:
Alleged failure: drainage from the lateral portal incision and patient infection the patient was not treated in accordance with the product labeling and the recommended criteria for patient selection. The patient is 57 years old, whereas the cleared product is intended for use in patients aged 65 and above. Additionally, the patient has known history of two prior shoulder surgeries along with an active addison¿s disease, managed with steroids. This autoimmune condition may impair healing following the inspace implantation. As outlined in the IFU warning section, such patients are not recommended for inspace treatment. Furthermore, the culture taken from the device explanation surgery identified mrsa, indicating that the patient most likely acquired a hospital-associated infection rather than an implant-related infection. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the patient came in and was experiencing drainage coming out of the lateral portal incision. An additional surgery was performed to remove the balloon and drain the shoulder. Surgeon believes the shoulder was infected post-surgery.